Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro closure device was selected to be used. During the procedure it was confirmed by transesophageal echocardiography (tee) there was a significant hazy echo. The closure device did not meet position, anchor, size and seal (pass) criteria due to anatomical issues, so the procedure was aborted. Shortly after, the patient developed a cerebral infarction that was apparently minor, but numbness and temporary aphasia occurred. The patient was administrated anticoagulants to treat the cerebral infarction. The patient's current condition is stable.